Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they have concerns about units on board. There is no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the insulin on board calculation issue.

Manufacturer narrative:
Follow-up # 1 date of submission 7/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/08/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The pump was returned with the insulin on board (iob) enabled and duration 3 hours. A test was performed with a 10 unit bolus and a duration period of 3 hours. Immediately after performing the bolus, the insulin on board status screen correctly read 10 units. After the 3 hours the iob status screen correctly read 0 units. The insulin on board was found to be functioning properly and the pump information for the complaint date was overwritten therefore the investigation was unable to duplicate the initial complaint about an ¿insulin on board calculation¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).